Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the black box indicated an unexplained reboot occurred at 14:10 on (B)(6) 2016 and deliveries resumed at 10:54 on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment threads were stripped. There were no cracks found in the battery compartment and no moisture in the battery compartment. The returned battery cap had stripped threads and was unable to attach to the pump; reboots were duplicated. A test battery cap was used to complete investigation. The test cap was able to carefully attach to the pump and 24 hour testing was completed with no further power interruptions. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump passed leak testing. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 330mg/dl with thirst, excess urination, and small ketones associated with a power issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the pump had no power, the battery compartment was cracked, and there was moisture/corrosion in the battery compartment. The reporter noted that the battery cap's yellow o-ring was visible at the time of the power issue, but the cap was able to be tightened per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.